Manufacturer narrative:
This report is being filed on an international product list 3p25, that has a similar us product distributed in the us, list 2r98. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the likely cause list number does not identify any adverse trend. Labelling was reviewed which adequately addresses the current issue. A review of the product quality history for the lot number using search of the corrective and preventive actions system did not identify issues associated with the customer¿s observation. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 32056ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not performed. No product deficiency was identified.

Event description:
The account generated false positive architect stat high sensitive troponin-I on patient sample that repeated negative. The patient is a (B)(6) year old female (race/ethnicity is (B)(6) with systemic lupus erythematosus, normal coagulation items and normal biochemical indicators. The sample generated architect stat high sensitive troponin-I of 1894 pg/ml but repeated 0.5, 0.7, 0.7, 0.8 ng/ml. The account uses a reference range of 0 to 26.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Update to h.6. Medical device problem code, is updated from a090804 to the correct code of a090809.update to h.6. Medical device problem code, is updated from a090804 to the correct code of a090809.